Manufacturer narrative:
This report is submitted on september 11, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023 in order to drain the fluid accumulated at the implant site. The implanted device remains.